Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, the commander delivery system (ds) balloon burst during the last 5% of valve deployment. Post deployment tee determined the valve had been deployed in good position at 60:40 aortic/ventricular resulting in none/trace paravalvular leak. The ds was withdrawn over the wire and attempts to remove the ds through the body of the 14fr esheath were unsuccessful. The ds catheter appeared to be outside of the esheath at the distal end of the esheath. The esheath was then observed to have split at the distal tip and the ds had become stuck at the balloon portion of the ds. After multiple attempts to manipulate the ds into the esheath it was determined that the balloon had torn radially and the ruptured balloon material was preventing the ds from re-entering the esheath. Percutaneous access of the left groin had been initially obtained, a cut down on the left common femoral artery was performed and the esheath and dl were able to be successfully removed as one unit. A surgical patch of the left common femoral was completed. The patient was stable and doing well at the conclusion of the case. The balloon tear attributed to the patient¿s moderate annular/leaflet calcification. The native annular diameter measured 22mmx26mm by CT with an area of 467mm². There was moderate annular/leaflet calcification. Note: this case pertains to the balloon burst and withdrawal difficulty of the delivery system through the esheath.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Although the device was not returned, photographs of the device were provided to edwards for evaluation which confirmed the complaint for balloon burst and withdrawal difficulty through sheath. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon tear and subsequent withdrawal difficulty was attributed to the patient¿s moderate annular/leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.